Manufacturer narrative:
The product was installed at the user site 11/13/2012. There have been no clinical complaints from the user site regarding this specific serial number since that time. The product device history record and service history was reviewed (B)(4) 2014 with no issues found. A candela field service engineer inspected the system and reported that the beam blocker arm was broken off from the solenoid. The field service engineer replaced the beam blocker and confirmed that the beam blocker was operating properly. The laser is now operating per candela specifications. It is believed that the laser energy was blocked by the beam blocker arm as it broke off from the solenoid, which may have contributed to the lack of clinical response on the patient.

Event description:
A site reported that they heard a loud sound from inside the laser. The site also noted that there was a lack of clinical response from the laser treatment on a patient. No injuries were reported.